Event description:
Instrument failure - several days after the original surgery on (B)(6) 2013, the patient returned due to pain. The x-rays showed a fracture at the lesser trochanter of the femur. The patient claims they did not fall, the surgeon concluded that it must have fractured during the broaching of the femur on (B)(6) 2013. The surgeon removed the implant and revised with a lima stem.

Manufacturer narrative:
The reason for the revision surgery was a fracture at the lesser trochanter of the femur. No additional information with regard to patient's bone quality, patient activities, accidents, medical contradictions or surgical reports are available to analyze. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the surgeon and not made available to djo surgical for examination. The incident components were not returned to djo for inspection, therefore the incident broach could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. A review of the product complaint report history showed two complaints on part number (B)(4), broach, involving in femur fracture. The root cause for the event cannot be determined with confidence. A fracture at the lesser trochanter of the femur appears to be resulting out of excessive forces experienced by proximal femur during broaching or poor quality of bone. The component met manufacturing and inspection specifications.